Event description:
It is reported that a size 15 hip stem was implanted through a 2-incision technique. The reaming technique was . 5mm under with a portion of the proximal canal line-to-line. Two weeks later, it was observed that the stem had subsided. The patient was brought back in to have the stem revised to a size 17 hip stem.